Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the when the patient presented via remote transmission, one symptom episode was noted from the transmission of (B)(6) 2019. But no electrogram (egm) or alert was available for review for the respective episode. It was suspected to be communication error between the application and device. The patient was asymptomatic and was stable.